Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection with erosion and dehiscence. The implantable cardioverter defibrillator (ICD) system was removed and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.